Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #/reporter phone #: (B)(6).

Event description:
It was reported to philips that the efficia dfm100 defibrillator cannot be charged. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device cannot be charged. The asp evaluated the device onsite and it was determined that the power cord was not secured properly into the power outlet. The power cord was reseated and the device resumed charging successfully. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was found to be user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The power cord was reseated to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.